Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient had knee replacement surgery on (B)(6)2016. The patient had revision surgery on (B)(6)2017. Revised the evolution cs insert 10mm due to loosening. Replaced with evolution cs insert 14mm.